Event description:
It was reported that there was premature battery depletion, and the device could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "good" following the replacement procedure.

Event description:
.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed the device had no telemetry and no pacing output. The device lost telemetry and function, due to battery depletion. No reason for the depletion could be found in analysis. The ICD was fully functional in both low power and high power applications when powered with an external source. The battery impedance measurement and voltage recovery indicates that there is no issue with the battery.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.